Event description:
It was reported that the patient presented in clinic during routine follow up. Upon investigation, failure to capture was noted on the atrial lead. The lead was capped and replaced on (B)(6) 2017. The patient's condition was good pre and post procedure.